Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness and weakness. The caller noted that the device, "isn't working right" and thought "somethings wrong." The device remains in use. No further patient complications have been reported as a result of this event.